Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited error message. The icm was explanted and replaced. No patient symptom was reported.